Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue, but the occlusion recurred. System check with tandem technical support could not be completed at time of call; however, multiple attempts were made by technical support to follow up with the customer to complete troubleshooting, but no response was received. There was no reported adverse impact. No additional information was provided.